Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and requested magnetic resonance imaging (MRI) compatibility. The patient underwent a lead revision procedure wherein their lead was explanted and replaced. The lead was retained by the customer and will not be returned for analysis. Postoperatively, therapy resumed without issues.

Manufacturer narrative:
Block b3: exact date unknown, event likely occurred in may 2025.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A labeling review did not reveal any anomalies as it states: undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). The labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Block b3: exact date unknown, event likely occurred in may 2025.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and requested magnetic resonance imaging (MRI) compatibility. The patient underwent a lead revision procedure wherein their lead was explanted and replaced. The lead was retained by the customer and will not be returned for analysis. Postoperatively, therapy resumed without issues.